Event description:
Consumer reported complaint for error messages (e-5 and e-0). Customer declined to perform a blood test during the call stating that she has already performed multiple finger sticks in trying to obtain a blood glucose result due to the error messages on the true metrix meter. Meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/25/2023 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 28-march -2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer who stated she never received the replacement and does not want it. Customer stated her physician prescribed a whole different meter and strips and it is working fine.

Manufacturer narrative:
Sections with additional information as of 11-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.